Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
After the system was implanted, interrogation showed an asystole event and patient felt pressure in the chest. High thresholds were observed. The patient went back in the or and a lead perforation was found. The lead was repositioned, and no effusion was noticed. However, after closing the pocket, echo noted some effusion. The physician elected not to drain the fluid. The patient was asymptomatic when checked during the week and testing showed no effusion.